Event description:
A non healthcare professional reported that, during intraocular lens implantation surgery, the lens was damaged by handpiece injector. Additional information was received stating that, injector was defective and the lens folded on itself. There was no patient contact.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in h.6. Based on internal review following submission of the initial report, this event does not meet criteria for reporting as a malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Upon further review of all available information this event of lens folded on itself with no patient contact does not meet criteria for reporting based on applicable medical device regulations.